Event description:
Reporter stated the infusion device shut-down without providing an error message. The customer changed the battery, and an e7 electronic error appeared. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).